Event description:
It was reported the pt had revision surgery due to the strain relief sleeve being too tight. "It was pushing out toward the skin". Additional info has been requested from the hcp, but was not available as of the date of this report.